Event description:
The hcp reported that the pt developed a hematoma and infection following implantation of an interstim neurostimulator device system. The pt was treated with antibiotics, irrigation of the device pocket site and explantation of the device system. The pt was reported to have recovered without sequela.

Manufacturer narrative:
Final device analysis revealed no significant anomalies.